Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis, resulting in a hospitalization on (B)(6) 2018. The customer was vomiting from their high blood glucose. Current blood glucose reading was 194 mg/dl. The customer was treated with an insulin drip and fluids intravenously. The customer also had low blood glucose and will treat with food. Troubleshooting was not completed on the insulin pump. The insulin pump will not be returned for analysis.